Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). On (B)(6) 2016 the customer mistakenly reported the incorrect calcium (ca) result for a patient sample. A corrected report was issued to the physician(s). Quality controls had been in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site due to the flagged results. The cse discovered that the alternating current board failed minimum current on a quick check and replaced the board. The cause of reporting a different patient result was user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer erroneously reported a falsely elevated calcium (ca) result one patient sample on the dimension vista 500 instrument. The sample was tested three times on the dimension vista instrument, and flagged results of < 5.0 mg/dl with "below assay range" errors were obtained. The sample was then repeated on an alternate dimension vista instrument, resulting without error. The customer mistakenly reported out the result of a different patient instead. Once the customer realized the mistake, the correct sample was repeated on an alternate dimension vista instrument, and the corrected ca result was reported to the physician(s). There are no known reports of patient adverse health consequences do to the incorrect ca result mix-up.